Event description:
Customer reported via phone call that they were experiencing low blood glucose level. The blood glucose level of customer was 33 mg/dl. Current blood glucose level was 141 mg/dl. It was unknown that customer was using the insulin pump system within 48 hours of reported low blood glucose event. Customer had experienced shaking. Customer was treated with food and glucose tablets. Customer declined to troubleshoot. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.